Event description:
It was reported that syringe 10ml 21g 1-1/4in had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: foreign material in the syringe. There was foreign material in the syringe (black or grey).

Manufacturer narrative:
H.6. Investigation summary: one sample was returned to sbdm, lot number is 1907012. Visual inspection of complaint sample: from visual inspection of the complaint sample, the fm looks like carbide plastic pieces. Infrared spectrometry (ir) analysis: from ir analysis of the complaint sample, the material of fm was determined to be polypropylene+poly(ethylene:propylene), the same raw material of barrel and plunger. House samples inspection: sbdm inspected 30 pcs of house samples from lots 1906282, 1907012 and 1907172, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for lot 1907012, no abnormality observed. Customer complaint record review: sbdm reviewed the complaint record, there is similar issue of the same product from other customer. Root cause: from investigation of syringe assembly process, sbdm assumed that the fm on the stopper occurred while the syringe was assembled in a syringe assembly machine. The fm is likely formed during the 10ml plunger injection molding process, where the fm is carbide broken part of plunger. Then the fm was supplied with 10ml plunger in the 10ml syringe assembly machine and the fm was put into the barrel of the complaint sample. However, the inspector could not find the fm on the stopper and it caused the complaint case. Corrective actions: 1. Conducted quality training on this customer complaint for syringe assembly line workers for line cleaning and quality inspectors. 2. Implemented tightened product & process inspection and strengthening quality inspection for syringe manufacturing process. 3. Maintained the index of syringe assembly machine to fit between feeder and index. 4. Implementing 100% visual inspection on syringe packaging process and we also had retrained on inspection method for packaging inspector due to this complaint case effective. 5. Installed guard on the syringe assembly machine to prevent fm (broken particle). 6. Enhanced guard on the syringe assembly machine to be more close then previous guard. 7. Installed guard to prevent fm and barrel broken by reducing supply speed when a barrel is supplied in the index. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml 21g 1-1/4in had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: foreign material in the syringe. There was foreign material in the syringe (black or grey).